Event description:
It was reported that, the patient presented at dr. (B)(6)'s office with pain and swelling at or around the operative site. Dr. (B)(6) determined it was not due to infection and decided to revise the prosthesis. The rejuvenate stem, modular neck, universal biolox head, and v40 sleeve were removed without incident and it was noted by dr. (B)(6) that there was no evidence of metallosis present in or around the patient's surrounding tissue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.